Event description:
Customer reports that she obtained results of 191mg/dl and 206mg/dl on the same device within 6 minutes. She reports that she also obtained results of 44mg/dl, 237mg/dl, and 270mg/dl within 2 minutes on the same device. No action taken based on device results. No adverse event reported and no treatment received. Level one quality control was used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.